Event description:
Co's watersystem makes claims that are simply not true, and misleading. There does not seem to be any premarket-clearance for this medical device. The claim that one can get bacteria-free water all week is not true. The device is promoted as an infection-control device but there is no evidence that this is true. It is claimed that the quality of water is controlled but this is not proven. Dental waterlines are medical devices and subject to FDA oversight for efficacy and safety but there is no evidence of either safety or efficacy here. The bottle is not rated for high-pressure use with corrosive disinfectant. There are no FDA cleared disinfectants for this application, and the re-processing procedure has not been cleared by the FDA for marketing. (*)